Manufacturer narrative:
Result of investigation: the device was received at vyaire medical facility. The service technician verified the problem. Connected a known good patient circuit, ac adapter, and vt plus flow analyzer. Lowered the inspiratory time from 4.8s to 1.0s and passed all tests. Root cause is the customer's settings with the high inspiratory time.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator experienced not delivering full tidal volumes during patient use. The customer confirmed that there was no patient harm associated with the reported event.